Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level ranging between 248-498 mg/dl and diabetic ketoacidosis considered dangerous. Supply changes were performed and correction boluses were delivered to address bg level. Customer was taken to the emergency room (ER) and subsequently hospitalized. Customer was treated with insulin infusion and fluids. The customer was released from the hospital one day later with no permanent damage.